Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused due to database error and all drawers were off the communication bus. A field service engineer noticed that the network cable plugged into the back of the station, disconnected and rebooted the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not functioning properly and all the keys on the keyboard were unresponsive. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.